Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Tandem technical support educated the customer to not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose level.